Event description:
Patient underwent additional intervention on knee due to post op infection (e. Coli). Rn stated hospital doesn't think the source of infection were the implanted parts but inquired if additional reports for same lot numbers have been received. Implant was removed and irrigation & drainage of surgical site was performed. This device is used for treatment.